Manufacturer narrative:
The remaining (third) unit was evaluated and the issue was confirmed. The unit had worn components.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the trolley could not hold weight. One event had no patient involvement; it was not known in 2 events if there was patient involvement.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Two of devices were evaluated in the field and the issue was not confirmed; no failure was detected and the event could not be confirmed. One device has not yet been evaluated. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the trolley could not hold weight. 1 event had no patient involvement; it was not known in 2 events if there was patient involvement.